Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable test using the adc freestyle libre reader due to the reader "not being able to be plugged in the charger". Customer experienced "hypoglycemia, pain in heart and hurting inside bleeding" and required treatment by both healthcare provider and a third party with rapid glucose shot for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.